Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump alarms cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Also, had corroded battery tube. Unable to confirm motor position encoder error alarm due to erased history file. Unable to perform unexpected restart error test due to motor error loop. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with operating currents within specifications and passed self-test, rewind, basic occlusion test, prime test and displacement test. No motion sensor test failure alarms noted. The insulin pump had broken battery tube threads, cracked reservoir tube and minor scratches on the lcd window.